Event description:
It was reported that wires were coming out of the tenaculum forceps instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip close cable is broken at the distal idlers allowing the pulley to spin freely. The other cables at the wrist are not damaged. Engineering concluded the cable broke under tensile loading and that the cable wear on pulleys combined with the high grasping force most likely contributed to the breakage. Engineering also observed the distal end of main tube has a 2 inch long section directly above the proximal clevis with material removed on one side of the tube. The damaged is parallel to the tube axis with a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.